Manufacturer narrative:
Qn # (B)(4). (B)(4) . The customer provided one image for analysis. The photo displays three different cvc kits. In the photo, the proximal end of one ars handle and the straightener tubing tip were circled to indicate resistance between the components. The customer also returned multiple components within a cvc kit, including one guide wire assembly, arrow raulerson syringe (ars), 18ga introducer needle, and catheter, for analysis. The straightener tubing and end cap were not returned. Signs of use were observed on the returned guide wire. Visual analysis revealed that the guide wire contained one kink towards the distal j-bend. Despite this, the distal j-bend was intact. Microscopic examination confirmed the damage and revealed that the welds were present and spherical. The guide wire kink measured 575 mm from the proximal weld. The overall length of the guide wire measured 601mm which is within the specification limits of 596-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.795mm which is within the specification limits of 0.788-0.826mm per the guide wire product drawing. The returned sample was functionally tested with the returned guide wire per the instructions-for-use provided with this kit. The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was able to pass through the ars with little to no issues. A manual tug test confirmed that both welds were secure and intact. The IFU provided with the kit informs the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained one kink towards the distal end. Despite this, the guide wire and ars passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Therefore, based on the customer report and sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "prior to the procedure according to IFU, the md discovered that the tip of the sheath was not smooth." There was no patient involved. Associated complaints (B)(4).

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "prior to the procedure according to IFU, the md discovered that the tip of the sheath was not smooth." There was no patient involved. Associated complaints 3006425876-2024-00728, 3006425876-2024-00727 and 3006425876-2024-00729.